Event description:
It was reported that a nrg transseptal needle was selected for use during a pulmonary vein isolation. During the procedure, while unpacking the device, it was confirmed that the needle was broken/damaged when an attempt was made to insert it into the sheath. The device was replaced, and the procedure was completed successfully. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during a pulmonary vein isolation. During the procedure, while unpacking the device, it was confirmed that the needle was broken/damaged when an attempt was made to insert it into the sheath. The device was replaced, and the procedure was completed successfully. The device is not expected to be returned for analysis (disposed). It was further reported that the needle damaged was found upon unpacking. The needle was not completely broken in two pieces, it was instead bent and a difficult to insert it into the sheath and also it was slightly before the pre-section. The product had been stored propped up in the preparation room next to the catheterization lab. No signs of deformation or damage to the outer box. Removing the device from packaging did not cause the damage.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.